Manufacturer narrative:
(B)(4) - additional non-surgical intervention required. Stent blocked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used on the same patient. MFR report # 3005099803-2010-04154 addresses the wallflex stent that remains implanted in left side. MFR report # 3005099803-2010-04074 addresses the wallflex stent that remains implanted in right side. MFR report # 3005099803-2010-04075 addresses the wallflex stent that was removed from right side. MFR report # 3005099803-2010-04031 addresses the rx plastic biliary stent. It was reported to boston scientific corporation that four previously implanted wallflex biliary stents became occluded due to restenosis. The stents had been implanted in the bile duct; two in each lobe of the liver. Although the exact implant dates are unknown, two of them were reported to have been implanted roughly 8 to 12 months prior to (B)(6) 2010. Due to the occlusion of the four stents, intervention was performed on (B)(6) 2010. The physician successfully removed one stent from each lobe, but was unable to remove the second stent in each lobe; leaving one stent implanted in each side. The physician then attempted to place a boston scientific rx plastic biliary stent to drain the left side. The anatomy was tortuous and despite predilation, the stent was unable to cross the lesion. The physician noted that the stent was too long for the intended stenosis and the stent wasn't "mounted well". Additionally, the physician stated that "although the stent was longer than what was needed, there was not a quality issue with it". Attempts to gain further clarification of the complaint (if any) have been unsuccessful to date. A competitor's stent was implanted to drain the left side. No additional intervention was attempted for the right side. It is the physician's intention to resume intervention at a later date. There were no patient complications and the patient's condition following the procedure was reported to be stable.